Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the rust inside the distal end cover could not be determined, however, the issue was likely the result of fluid leakage. Additionally, a definitive root cause of the detached distal end, could not be determined, however, the issue was likely the result of component failure due to excessive force/stress during user handling, repetitive use wear, and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited rust inside the distal end and a detached distal end. There was no patient involvement.